Event description:
A pt wrote a letter stating that she has had difficulty reading and seeing faces at a distance and has also experienced occasional double vision following bilateral intraocular lens implant surgeries. Additional info including the pt's current status has been requested from the implanting surgeon. MDR# 1119421-2006-000397 - od (right eye). MDR# 1119421-2006-000398 - os (left eye).

Manufacturer narrative:
(B)(4). The complaint device associated with this report has not been received for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. (B)(4). Additional info was requested by fax and mail on (B)(4) 2006. Phone f/u was conducted on (B)(4) 2006. Additional info was provided by phone and fax. To date, a completed questionnaire has not been received.